Manufacturer narrative:
Root cause of the reaction is unknown. Upon review of the batch records by the supplier, no non-conformances were identified from the investigation (see attachment "#600 serious complaint nov 2025" for supplier report). Upon review of the risk documentation, it was identified that the risk associated with allergic reactions and skin irritation have been identified and reduced as far as possible by the product design. Failure mode - allergic reaction. Root cause - not determined. Conclusion code - no failure found.

Event description:
In this event, it is reported that during use of comfit super sensitive ear loop white - box of 50 ea, it is alleged that an allergic reaction occurred. No injury.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: root cause determination was not possible due to insufficient complaint detail of dispenser lot code. There were no deviations identified from the specifications or operating parameters. No adverse trends were observed against product 20346. Failure mode - allergic reaction. Root cause - not determined - no additional information was provided by the customer, and no root cause was determined as a part of the supplier's investigation with the information provided by the customer. Conclusion code - no failure found.